Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the distal portion of the right coronary artery. The 10mm x 3.25mm wolverine coronary cutting balloon was inflated to ten atmospheres. A second dilation was performed to 12 atmospheres at which point the balloon ruptured . The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Device returned to MFR: the wolverine was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal edge of the distal markerband and extending 10mm proximally across the balloon material. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the distal portion of the right coronary artery. The 10mm x 3.25mm wolverine coronary cutting balloon was inflated to ten atmospheres. A second dilation was performed to 12 atmospheres at which point the balloon ruptured . The procedure was successfully completed with a different device without further issue or patient injury.